Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Product event summary: the controller was returned for evaluation. No device malfunction was reported against the device; therefore, the purpose of this investigation is solely to evaluate the device conformance to internal release requirements and/or to identify anomalies potentially introduced during use that may have prevented the device from performing as intended. Failure analysis of the returned controller revealed that the unit passed visual inspection and functional testing. Review of the controller log files for the controller revealed an increase of power consumption beginning (B)(6) 2017, followed by a sharp decrease in power consumption on (B)(6) 2017. Thirty-two (32) low flow alarms have been logged since (B)(6) 2017. Log file analysis revealed a controller power up event on (B)(6) 2017, at 16:54:47. The data point prior to the loss of power revealed that a battery was connected to power port one (1) with 93% relative state of charge (rsoc) and a battery was connected to power port two (2) with 58% rsoc. The data point recorded after the loss of power revealed that no power source was connected to power port (1) and a battery was connected to power port two (2). The maximum pump off time was 9 minutes and 13 seconds. Twenty-seven (27) additional controller power-up events were logged from (B)(6) 2017; however, the data file available does not cover the additional power up events. A review of the alarm file revealed 10 critical battery and 29 controller fault alarms. The critical battery alarms were the result of the patient allowing the battery to deplete below 10% relative state of charge (rsoc). A controller fault alarm will occur if the battery is approach ing 0% rsoc. A possible root cause of the initial loss of power event can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. The most likely root cause of the critical battery, controller fault alarms and additional loss of power events can be attributed to the patient allowing batteries to depleting below 10%. An internal investigation was initiated to capture events involving the controller losing power. If information is provided in the future, a supplemental report will be issued.

Event description:
A controller was returned to the manufacturer and subsequently tested out of specification during manufacturer¿s analysis. No patient complications have been reported as a result of this event.